Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was attempted implant due to observations of noise that was oversensed causing pacing inhibition. A new lead implanted successfully. Intravenous antibiotics were administered to the patient. No adverse patient effects were reported.